Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager kept failing. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager kept failing. The technical support specialist found the intermittent failure of the smart remote manager (srm) was due to a faulty latch mechanism, specifically a spring that was difficult to move, causing the latch and door to fail to shut properly. The service engineer turned off the medstation, and the latch was inspected. The faulty lock was replaced, and upon restarting the medstation, the latch mechanism was much smoother. The system functioned as intended after the field service engineer repaired the device.